Event description:
Customer's daughter reported that customer was hospitalized with diabetic ketoacidosis on (B)(6) 2014. Customer's insulin pump has been acting suspicious for the last couple of weeks. There have been kinks in the tubing. Customer would change infusion sets but her blood glucose would still be high. Yesterday, customer's blood glucose was 547 mg/dl. After changing sets and waiting thirty minutes, customer's blood glucose was over 600 mg/dl. She treated with a manual injection. Customer eventually went to the emergency room. Her blood glucose was over 600 mg/dl when admitted. She was experiencing dehydration. Customer has not been eating a lot lately because she is trying to lose weight. Customer had diabetic ketoacidosis. She will be released monday. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The device passed the high pressure test. Customer will wait to hear the doctor's opinion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.